Event description:
The customer reported the difference in the reading of sensor glucose and blood glucose. Customer stated had issues with two sensors. Troubleshooting was done. Customer's blood glucose was 143mg/dl and sensor glucose was 49mg/dl, there was 65.7% difference. Customer stated previous day the average difference was 56.3%. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.